Manufacturer narrative:
The illuminator has been evaluated by the failure analysis (fa) team. Fa was able to reproduce the reported complaint. The unit was installed on the printed circuit assembly (pca) test system and fa performed a bench test to check the fuse, and it was fine. Upon start up, error 297 appeared. Fa tried to program the unit, but it was unsuccessful. Fa checked the board ID and the illuminator was not found. Additionally, the fans were very dusty, and the illuminator did not come with a lamp module.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the equipment displayed an error message on the bulb. The bulb was removed from the equipment and replaced, but the message persisted. The customer was only able to remove the message by turning the unit off at the main switch, but after a few more hours of use the message returned. The lamp has been in use for just over 200 hours. The procedure was completed with no reported injury.

Manufacturer narrative:
The lamp module was returned, and failure analysis could not verify the external event. The lamp module was placed on an in-house system and was recognized. Also, the lamp module light was turned on without issue. No product issue was identified. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.